Event description:
During a tah procedure, the shim detached from the open forceps and fell into the pt. The shim was recovered from the pt with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.